Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2023 with syncope. During examination of the right ventricular (rv) lead, it was noted that there was lead noise and low pacing lead impedance. The noise resulted in loss of capture on the rv lead. There was insulation damage noted on the lead as well. The physician capped the rv lead and replaced it on (B)(6) 2023. The patient was in stable condition.